Manufacturer narrative:
The tech found the power cord wire lugs were worn, the screw was stripped in the plug and the ground inside the electrical box at head of bed was loose. The tech replaced the power cord plug and tightened the ground connection to repair the bed.

Event description:
Info received indicates the ground reading is high.